Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Functional tests were conducted on 30 retained samples using 10 tubes per needle to assess device functionality. All samples passed the tests, showing no signs of damage or leakage during use. Additionally, these 30 retained samples underwent further functional tests, all of which passed as they were activated properly without any defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, when the vacuum tube was connected, blood leaked out of the winged needle on one (1) device.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. E1: initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, when the vacuum tube was connected, blood leaked out of the winged needle on one (1) device.